Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient went to the hospital three times during the month of (B)(6) due to diabetic ketoacidosis while using the infusion device. The reporter alleged the infusion device was causing the high blood glucose. The blood glucose level was in the "20's mmol/l". The event dates were not provided. For the 1st and 2nd events, the patient was treated with fluids via IV and insulin via IV. The patient was in the hospital for 2 days for each event. The 2nd event occurred a week after the 1st event. For the 3rd event, the patient was treated with fluids via IV and insulin via IV. The patient was in the hospital for 1 day. The 3rd event occurred about a week after the 2nd event. The infusion device was requested to be returned for product evaluation.